Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a micl13.2, cc4204a, -14.5 diopter, implantable collamer lens tore during loading. It was reported that there was no patient contact. Cause of event cartridge, model and lot numbers not available.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Lens torn into two pieces. (B)(4).

Manufacturer narrative:
Corrected data: initial report states device is "a micl 13.2, cc4204a, -14.5 diopter"; correct description is "a micl 13.2, -14.5 diopter". (B)(4).